Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states during the patient's exam significant periodontal concerns were identified. The findings indicate localized periodontitis on the facial of tooth #24 that if it is left unaddressed will compromise the long term health and stability. The patient has been referred to periodontics specialist for comprehensive periodontal eval and management. It is strongly recommended patient discontinue active orthodontic tooth movement. Also recommend placing he patient in a passive retention to maintain the current tooth positions while periodontal therapy is completed and reassessed regarding future ortho care.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.